Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away due to a heart condition. The patient was receiving effective pain relief prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.